Event description:
A decline in the patient's auditory performance was noticed on (B)(6) 2015. Problems of external devices were excluded and history of head trauma was denied. Patient got re-implanted.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.